Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.2 d1 cubie pocket was not detected on bus. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 cubie pocket d3 had failed. A field service engineer opened hardware test application (hta) software, released and re-inserted the cubie pocket, then rebooted the station to complete reconfiguration. The system functioned as intended after the field service engineer troubleshot the device.